Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with metals exposed. Initially it was reported that the carto 3 system was displaying a force sensor error 106 when the ablation catheter was plugged into the patient interface unit. The cable was replaced twice without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequence was reported. The force sensor error 106 was assessed as not MDR reportable. The warning functioned as intended. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 observed reddish material and a hole in the pebax with metals exposed. The hole on the pebax with metals exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and failure analysis of the returned device. Visual analysis of the returned sample revealed reddish material and a hole in the pebax with metals exposed on the thmcl smtch sf bid catheter. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured by documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The shaft proximity interference (spi) functionality was tested on carto, the catheter was visualized correctly, and no errors were observed. Then, the force sensor feature was tested and worked correctly; the force values were observed within specifications. Also, the blood inside the pebax could be related to the force issue; however, it was identified that the open circuit creating the force issue. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. A manufacturing record evaluation was performed, and no internal action was found during the review. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected; if the problem persists, replace the catheter cable or the catheter. Manufacturer's reference number: (B)(4).